Event description:
It was reported that occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level read "high", although a specific value was not provided, with moderate to high ketones. Elevated blood glucose was addressed with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.